Event description:
It was reported that prior to starting a da vinci s surgical procedure, the instrument was not recognized by the system. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument passed recognition and engagement testing. Engineering evaluation also found the instrument's main tube exhibits some wear, by the distal end side, with some material removed. Engineering concluded that the damage was likely due to instrument collisions or rough handling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2012, isi contacted (B)(6) and she indicated that there was no report by the surgical staff that any piece(s) from the instrument fell into a patient. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.